Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient initially thought there was no infection and applied betadine pomade on the site. The patient consulted hcp who confirmed infection at the insertion site prescribed antibiotics (amoxicillin). After taking antibiotics, the symptoms alleviated. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient experienced pain and rash at the insertion site and was diagnosed with infection upon consulting the doctor. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The doctor prescribed antibiotics.